Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 42532007502; tibia cemented 5 degree stemmed right size f, lot#:64693432. Customer had indicated that the product will be returned to zimmer biomet for investigation; however, it has not been received at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon attempted to implant poly by hand and with poly inserter, poly would not seat correctly. After several attempts, the underside of the poly was inspected, revealing defects in the center. An 11 mm poly instead of a 10 mm was subsequently opened and implanted, no perceived impact to patient outcome at this time.